Manufacturer narrative:
Additional information was received that the reason for lead addition was to cover new pain area. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was added for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial#: (B)(4), description: linear lead with enhanced stylet, 50cm; model#: sc-2158-70, serial#: (b)(4, description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was added for an unknown reason. The patient was doing well postoperatively.